Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation. The perforation was noted at the pericardium of the right ventricle. The patient underwent surgical intervention to replace the device. No additional adverse patient effects were reported. At this time, there is no indication of product return.